Event description:
New information received notes that the lead also exhibited loss of capture and loss of sensing. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to routine device replacement procedure, device interrogation revealed the right ventricular lead exhibited high pacing impedance and high capture threshold. The lead was capped on (B)(6) 2021 and a new lead was implanted. Patient was discharged.